Manufacturer narrative:
The name of the test in question is glucose hk gen.3. An initial service visit: the field service engineer (fse) identified a sample probe with gel stuck on the inside and outside of the probe. The fse replaced the sample probe. Precision, calibration, and qc were all acceptable. Following the event on 03-feb-2025 a 2nd service visit: the field service engineer (fse) did not find a cause for the issue. Instrument performance testing was acceptable. The investigation determined the event was due to sample quality issues.

Event description:
There was an allegation of discrepant low results for 3 patient samples tested for glucose on a cobas c 503 analytical unit. Patient 1 initial result was 9.82 mg/dl. The repeat result was 80 mg/dl. Patient 2 initial result was 8.44 mg/dl. The repeat result was 108 mg/dl. On (B)(6) 2025 patient 3 initial result was 14 mg/dl. The repeat result was 103 mg/dl. The initial results were deemed low and the samples were repeated. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) identified a sample probe with gel stuck on the inside and outside of the probe. The fse replaced the sample probe. Precision, calibration and qc were all acceptable. The investigation determined that the issue found by the fse was the root cause of the event.